Event description:
An international customer reported five bronchoscopes were found positive for a fungus in the inner lumen of the scope after a culture test was performed, and the scopes were used on five patients. There are no reports of patient injury or infection and all five patients are reported to be fine. The bronchoscopes were cleaned and reprocessed in a medivator dsd-201 automatic endoscope reprocessor (aer) using cidex opa solution prior to the culture tests being performed. The customer stated the minimum effective concentration (mec) for the cidex opa solution was tested prior to using in the aer and mec was met. Culture tests were also performed on the aer and the incoming water and the results were negative. Advanced sterilization products (asp) has decided to report this event since cidex opa solution was used in the cleaning of the scopes. Asp will continue to follow-up for further information. (B)(4) are related complaints from the same facility. This is two of five reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00195, 2084725-2016-00196, 2084725-2016-00197, 2084725-2016-00198, 2084725-2016-00199.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the batch history record, complaint trending, supplier product evaluation, system risk analysis (sra), visual analysis, and retains analysis. The batch history record was reviewed and no anomalies were identified with the processing of this batch that would have affected the functional specifications of the product. The supplier was not notified as this was not identified as a manufacturing or functional issue. Complaint trending was reviewed from 09/18/2015 to 03/16/2016 and trending was not exceeded. The sra was reviewed for exposure to biohazardous, pathogenic, or infectious material and is considered to be "low." Visual analysis was not performed as this was not identified as a manufacturing or functional issue. Retains testing was not performed as the issue was not identified as a manufacturing or functional issue. The assignable cause is unknown at this time. The customer stated the aer is serviced every half year, per medivators recommendations, and the service records and filter replacements are up to date. As a result of this incident, the facility performed culture tests on the aer and the water coming into the aer, both of which the affiliate stated had negative results. The affiliate stated the facility and hospital authority performed an investigation and concluded the issue was not related to cidex® opa solution. The facility reported surveillance was carried out immediately on all suspected causes and the issue was identified likely to be sample contamination from the lab. Asp requested for a copy of the investigation report. However, the affiliate stated the report was unavailable because hospital authority was unwilling to share the report with the commercial sector. The issue will continue to be tracked and trended.